Event description:
It was reported that there was an error code 41301, which indicates there is an issue with the pump's reservoir volume. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 5/29/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "error code 41301 (possible issue with the printed wiring assembly (pwa))¿ could not be confirmed through functional testing and the cause is unknown. The customer left a note on the device stating device would not sound when booting up. Customer complaint of no sound was confirmed through functional testing which found piezo to be quiet. Further investigation found the device alarmed with error code 46440, indicating a downstream occlusion (dso) bezel error, and battery door rusting. Replaced front and rear piezos, dso sensor, dso bezel, dso seal, and battery door. Calibrated dso. Device reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.